Event description:
It was reported that patient had left hip revision due to broken gamma nail. Surgeon took out broken gamma nail and converted to a total hip.

Manufacturer narrative:
The review of manufacturing documents could not be carried out as no lot-no was given. As no item was returned no physical examination could be carried out. In this case, referring to received information, the nail broke after an unknown period of implantation. Thus, as worst case, it could not be excluded that the nail had been implanted less than 6 months. Implant breakage may occur when the material is subjected to repeated loading and unloading resulting fatigue of material. If the loads are above a certain threshold (microscopic) cracks will begin to form on the surface. With available information a deficiency of the nail could not be verified. Device was not available.

Event description:
It was reported that patient had left hip revision due to broken gamma nail. Surgeon took out broken gamma nail and converted to a total hip.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.